Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. Device evaluation comment - the customer stated that the device will not be returned for evaluation because it was contaminated. The patient had a contagious infection.

Event description:
Customer reports: after 5- 10 mins running 30, 40 seconds, the patient was burping, wind and complaining noticed that the air was in line. Air is being fed down the line, where the lever goes into the pump and then being pushed down line. The patient started burping and nauseous injection due to the air. The patient became unwell. At 5-10 minutes into the feed the sets were changed and same happened again and again.

Manufacturer narrative:
Section h6 type of investigation: code# 4112 added. Section h6 investigation findings: code # 180 added.

Manufacturer narrative:
A device history record (DHR) review for the two potential lot #¿s 22e034fhx & 22d213fhx showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. The complaint report states that there is no sample available in relation to this report. Without a sample we are unable to perform a thorough follow up investigation to include functional and visual evaluation and to determine the root cause(s) of the reported condition. If a sample should be returned the complaint report will be reopened and updated as required. There were photos submitted with this report which have been reviewed by the investigation team. The photographs confirm the reported condition. The root cause and action plan will be documented through a formal corrective/preventative action which has been initiated to address the reported condition to mitigate any further occurrences. This action is currently ongoing. This complaint will be closed with no further action and will be used for tracking and trending purposes.